Event description:
It was reported to philips that the system's x-ray computer was unable to boot, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray computer was unable to start. Fse reviewed the system log file and confirmed the system was working fine. To resolve the issue, fse replaced the x-ray pc and reinstalled the software of the x-ray pc. The defective x-ray pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.